Manufacturer narrative:
Addition of medwatch report number in h10.

Event description:
As reported via voluntary medwatch report: a patients hip fracture was fixed with a stryker gamma nail for a basic inter trochanteric fracture pattern. Within 2 weeks, the nail broke. A revision surgery had to be performed using a blade plate. The stryker gamma nail failed extremely early so I would estimate there is a defect in the nail or a design flaw."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported via voluntary medwatch report: a patients hip fracture was fixed with a stryker gamma nail for a basic inter trochanteric fracture pattern. Within 2 weeks, the nail broke. A revision surgery had to be performed using a blade plate. The stryker gamma nail failed extremely early so I would estimate there is a defect in the nail or a design flaw."